Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified the errors in the error log and found the main arm y-axis motor with no power applied, and therefore could not move to the home position. Fse found the hybrid arm y-axis motor had voltage applied to the motor after turning the analyzer off. Both problems were due to a faulty main cpu board. Fse replaced the main cpu board and performed a cup transfer evaluation to confirm proper test cup pickup. Fse then ran daily maintenance and quality controls (qc) with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 27-oct-2017 through aware date 27-nov-2018. There were no similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2151] hybrid arm /cup transfer cup pickup failure cause : the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution : contact tosoh service center or local representatives. [4211] main arm y-axis home detection failure cause : the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the 2151 hybrid arm/cup transfer and 4211 main arm y-axis home detection failure error messages was due to failure of the main cpu board.

Event description:
A customer reported error messages 2151 hybrid arm/cup transfer cup pickup failure and 4211 y-axis home failure with the aia-2000 instrument. The customer powered the instrument off and on and performed a version up, but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.